Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 472 mg/dl, 226 mg/dl and 243 mg/dl. Strips have been discarded. No death or serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.